Event description:
The surgeon noticed that the patient did not have proper occlusion following a tumor removal case in which a plate was attached. After further investigation, it was found that the plate had fractured at the bend. A removal case was done to remove the fractured plate and implant a new one.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The macroscopic and microscopic investigations showed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The partially strong plastic deformation with material bulging next to one breakage area also pointed to high forces which acted on the plate during application. The fractured surface had appearance of a forced rupture and a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also existed. Also, swinging lines of a fatigue breakage were visible to some extent. The root cause of the reported event could have been one or repeated powerful dynamically overload of the plate at the fractured area. No indications were found for any material or manufacturing related issue.

Event description:
The surgeon noticed that the patient did not have proper occlusion following a tumor removal case in which a plate was attached. After further investigation, it was found that the plate had fractured at the bend. A removal case was done to remove the fractured plate and implant a new one.